Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysteroscopy and dilation and curettage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision (B)(6) 2008.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary retention and recurrent urinary tract infection. It was reported that the patient underwent removal/revision sling for stress incontinence and cystourethroscopy on (B)(6) 2015 by dr. (B)(6), due to urinary retention at the (B)(6) hospital. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary retention and recurrent urinary tract infection. It was reported that the patient underwent removal/revision sling for stress incontinence and cystourethroscopy on (B)(6) 2015 by dr. (B)(6), due to urinary retention at the (B)(6) hospital.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.